Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call high blood glucose. The customer's blood glucose was 426mg/dl at the time of call. Trouble shooting was performed and found customer blood glucose 800+ mg/dl at the time of incident and treated with manual injections of 10 units. Caller stated that she had not taken the needle protector when she inserted the infusion set and she woke up high when he saw this he changed the infusion set and gave a bolus. Advised to check the blood glucose and make sure it continues to go down and to contact her healthcare professional. The insulin pump will not be returned for analysis.